Event description:
It was reported that the devices were used during a colon resection. It was reported by the rep that one device "locked up" and stopped firing before it was empty. The surgeon had fired about 10 clips or so. Another mcm20 had clips "criss crossing" at the distal tips according to the surgeon. Another mcm20 was opened and fired without incident. There was no consequence to the pt.